Manufacturer narrative:
Additional information: the device was evaluated. A visual inspection with the naked eye was performed with no issues noted. Functional tests, including leak test, clear passage test, and clamp function test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set leaked; further described as "drug was leaking from the twist clamp when the clamp was opened." This occurred during use at patient¿s home. The transfer set was in use for seven days. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.